Event description:
It was reported the patient experienced a feeling described as a "rushing" in her brain and a low headache for as long as the remote remained active. Although reprogramming helped to reduce this feeling and the physician assessed the implantable pulse generator (ipg) to be in good working order, the patient underwent a revision procedure where the ipg was replaced with another of a different model with the thought that it might be possible to eliminate the "rushing" feeling. The patient did well post-operatively, and no longer felt the "rush" when using the remote.

Manufacturer narrative:
Laboratory analysis of the returned implantable pulse generator (ipg) revealed no anomalies. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage tests and residual gas analysis verified there was no loss of electric current into the surrounding tissue, and the ipg passed the functional test. However, a review of the instructions for use (IFU) indicated headache and discomfort are known possible side-effects of being implanted with the deep brain stimulation (dbs) system.

Event description:
It was reported the patient experienced a feeling described as a "rushing" in her brain and a low headache for as long as the remote remained active. Although reprogramming helped to reduce this feeling and the physician assessed the implantable pulse generator (ipg) to be in good working order, the patient underwent a revision procedure where the ipg was replaced with another of a different model with the thought that it might be possible to eliminate the "rushing" feeling. The patient did well post-operatively, and was no longer felt the "rush" when using the remote.